Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2003; 511212 lead, implanted: (B)(6) 2010.

Event description:
It was reported the patient developed a boil that was removed on top of the device pocket and infection was present. The boil necrosed into the implantable cardioverter defibrillator (ICD) pocket exposing the leads. The device system was explanted and a temporary system utilized. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.